Event description:
Could hardly walk again [gait disturbance]. Pain gradually recurred in both knees [arthralgia]. Claimed it was ineffective [therapeutic response decreased]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a (B)(6) male patient, initials (B)(6), whose relevant medical history included: osteoarthritis of both knees and pain in both knees. The patient received his first synvisc injection into both knees on (B)(6) 2009. The patient stated that he had rested his knees after receiving the first injection, however his pain gradually recurred in both knees. The patient received his second synvisc injection into both knees on an unknown date. Following the second injection, the pain became worse so that he "could hardly walk again." The patient refuse the third synvisc injection claiming that it was ineffective and he was deceived to believe that his pain relief would last for at least a year from the time synvisc was injected. The reported adverse event start date for the event was (B)(6) 2009. The action taken regarding the synvisc product was "3rd dose injected to complete the dosage indicated", and the reported therapy stop date was (B)(6) 2009. The reported severity of the events was moderate, the event outcome was "persistent or significant disability", the pt outcome was "not yet recovered", and the relationship of the event to synvisc as assessed as possible. Concomitant medication reported included: arcoxia for pain relief. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not been indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.